Manufacturer narrative:
Email received by director of patient safety and clinical risk management department of quality improvement, (B)(6) hospital. It was reported a guidewire in a triple lumen kit unraveled during the middle of a procedure at (B)(6) hospital. The guidewire was removed and another line was placed. According to the reporter, no serious injury occurred because of this reported incident. Due to the reported nature of the incident and the need for medical intervention, this medwatch is being filed. The sample is not available for return, reporter states it has been disregarded. Therefore a root cause with be difficult to determine. No further information is available. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported a guidewire in a triple lumen kit unraveled during a procedure. It was removed and another line was placed.